Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received per social media that the patients ipg had stopped working. The patient underwent a lead and ipg replacement procedure. No further information could be obtained.